Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that insulin pump had alleges pump was under delivering. Customer's blood glucose value was 143 mg/dl. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Insulin pump will not be returned for analysis.